Event description:
It was reported that plate columbia ag 5% sb 90mm 20 mold was found in newly opened box. The following information was provided by the initial reporter: plates contaminated upon opening. The customer opened a box of the newly delivered product and found the plates inside contaminated with mold. When did the incident occur? Before use.

Manufacturer narrative:
H.6 investigation summary this memo is to summarize findings on your recent complaint (B)(4) against columbia agar with 5% sheep blood, catalog number 254005, lot number 3026490. Event description: the customer reported plates were contaminated with mold. Complaint history review: complaint history was reviewed, and no similar complaint was identified for this batch number. Batch history record (bhr) review: the bhr was reviewed. No deviations from validated manufacturing processes were identified. Sample analysis: the retain samples were reviewed and no deviation was detected. Return samples were not provided; however, picture samples were shared showing contaminated plates. Evaluation results: this product is filled under aseptic conditions. Therefore, sterility of the finished product cannot be guaranteed. Unfortunately, a 100 % inspection level for sterility is not possible and sterility testing is carried out based on a representative sample. In consequence, occasional contaminations cannot be prevented by 100%; although the contamination rate remains below the acceptance level. A definite root cause was not identified. Investigation conclusion: based on the internal investigation, this complaint can be confirmed for contamination. Bd regrets the inconveniences you have experienced and will continue to monitor incoming complaints for similar defect types. H3 other text : see h.10.

Event description:
It was reported that plate columbia ag 5% sb 90mm 20 mold was found in newly opened box. The following information was provided by the initial reporter: plates contaminated upon opening. The customer opened a box of the newly delivered product and found the plates inside contaminated with mold. When did the incident occur? Before use.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.